Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4).

Event description:
It was reported that the sealing is so close to edge of the package that the package may be prone to breakage as to contaminate the sterilized product inside. Therefore, the medical staff did not use the product.